Event description:
It was reported that during a percutaneous transluminal angioplasty procedure/stent procedure, the stent was thought to have slipped off the delivery system and was possibly deployed in an unintended site. A dissection was noted to the stented area and the pt was sent for bypass surgery.